Event description:
It was reported by the nurse that the vns patient¿s diagnostic results revealed high impedance during an office visit on (B)(6) 2014. The generator was not programmed off and x-rays were not taken. It is unknown whether patient manipulation or trauma caused or contributed to the high impedance. The patient lives in a group home and has severe autism. The patient was referred for replacement surgery. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Brand name; corrected data: additional information was received stating that the suspected device was a lead model 302.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. An implant card was received indicating that the surgery was performed due to battery depletion and lead discontinuity. The explanting facility discarded the explanted devices; therefore, no analysis can be performed. Product information was received and review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.